Manufacturer narrative:
Date of event: exact date unknown, event occurred a week ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg required excessive charging. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.